Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and a haptic was torn upon insertion. The incision was enlarged to remove the lens and sutures closed the wound.

Manufacturer narrative:
Visual inspection of the returned product showed that the optic was torn and a haptic was torn off from the optic and missing. There was a clear surgical residue on the lens. Conclusion: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.